Event description:
According to the reporter: the procedure was a parastomal hernia repair. The surgeon stated that he performed parastomal repair with mesh on a patient and the site became infected. Surgical intervention was required. There was no gastrointestinal bacteria, but there was strep bacteria. To treat the infection, antibiotics were given, and the wound was flushed. They are anticipating an extra two to three months of care due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.